Event description:
Healthcare professional reports via ((B)(6) a case of seroma and lymphoma. Within the report it states, "alcl case report: this pt had bilateral breast augmentation performed in 2005. She recently developed a seroma that was aspirated and found to have atypical t cells. I performed bilateral implant removal and total capsulectomy, her final pathology revealed alcl of the left breast." Several attempts have been made to gather info regarding this case. In the event of new info, it will be forwarded on.

Manufacturer narrative:
Medwatch submitted on: 03/07/2014. Device labeling address the event of seroma as: for primary augmentation pts, seroma rate = 1.6%. Primary reconstruction pts = 1.0%. (Other complications.) Device labeling reviewed: there were no reported events of lymphoma/alcl for pts in the (B)(4) study included in the labeling for saline breast implants.